Event description:
A surgeon reported an intraocular lens (iol) replacement due to acute corneal decompensation. The association between this event and the iol is not known. Add'l info has been sought.